Manufacturer narrative:
Update to b5: additional information provided regarding symptoms, known exposure and cartridge storage. Update to h10: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Correction to b6: testing information corrected.

Event description:
Customer had no symptoms or known exposure. Cartridges were stored within the validated temperature range.

Event description:
Customer received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 28051b, reader sn (B)(4)). A repeat cue covid-19 test performed on 10-mar-2023 provided a negative result. On (B)(6) 2023, customer tested negative with cepheid rapid pcr. Customer did not provide any exposure or symptom details.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.